Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The migration of the clip appears to be a cascading effect of the slda. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring one additional clip for stabilization, it was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade 4. There was a prolapse of the anterior leaflet, which is about 15 mm long and there was also calcification of the annulus at the posterior apex. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. Mr reduction was good. After the clip was deployed, mr increased a little. The anterior leaflet was noted to be more active but was not off the leaflet. When considering using a second clip, the clip detached from the posterior leaflet, a single leaflet device attachment (slda) occurred. One clip was implanted for stabilization, reducing the mr to 1. No additional information was provided.